Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address frequent dislocations. Doi unk - dor (B)(6) 2010 (right hip) **update: litigation papers received on 10/28/13. Litigation alleges pain. The metal liner is being reported to address the allegation. An invoice has also been located and part and lot information updated for the femoral head, as well as the date of implant. The complaint has been updated on 11/25/13. Update rec¿d 2/10/2014- pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient had the original surgery on (B)(6) 2005 and was revised on (B)(6) 2006 because of instability and an anteverted cup. At this point competitors products were put in the acetabular side. The patient was revised again on (B)(6) 2010 because of loose competitor cup and leg length discrepancy. Records are available for further review. The complaint was updated on: 03/11/14 update ad 21 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what was previously reported, ppf alleged loosening of the cup. The patient was revised to address, excessive anteverted cup. The product experience code, patient name identifier, patient ages, and the date of revision were updated. Added lawyer, surgeon, revision hospital and patient state of residence. The stem was reported under (B)(4) for the second revision. Doi: (B)(6) 2005, dor: (B)(6) 2010 (right hip) first revision. Please see (B)(4) for the right hip second revision. (B)(4) is linked to this complaint due to allegations of metal ions caused by the stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.